Event description:
Info received indicates the brake and brake/steer casters lock into brake, but do not hold.

Manufacturer narrative:
The tech replaced the brake and brake/steer casters to repair the bed.